Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/3/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle and one used suture outside the foil packet were received for analysis. Product code vcp422h. During visual inspection of the suture, it was observed that one end was cut likely cause by a surgical instrument; while the opposite end a short insertion was noted. Additionally, bodily fluids was found on the suture. The needle was also examined. The swage area was observed to be as expected, and no remnant suture was found into barrel hole. A photo was provided showing a foil packet that pertains to product code vcp422. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.